Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst),found that the tabs that push the latch open to release the access panel are broken off on one latch that keeps the latch from opening. The other latch has bent tabs that keep latch from closing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) confirmed the latches were broken. The fsr replaced both latches. The unit operates to manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, while moving the unit from one room to another the access panel on the base cannot be opened. The latches on either side seem to be stuck or broken. There was no patient involvement.